Manufacturer narrative:
Please note that this is a follow-up to a report sent on 2020-oct-15. On (B)(6)2020 it was found that the provided person who as a result of the incident was hit by a swing spreader bar was not identified correctly - personal support worker instead of a physiotherapist. Therefore section h10 was corrected. It was reported to arjo representative that there was an incident involving v4 I ceiling lift and passive loop sling. Biomedical engineering supervisor stated that during transfer from a wheelchair to a bed, at the very initial phase of transfer, one of the loops detached from a spreader bar attachment point. As the consequence of the detachment the personal support worker, who assisted during transfer, was hit by a swing spreader bar and sustained a cut and bruise on a forehead. No patient¿s injuries were reported. The patient was safely put back in the wheelchair. Arjo representative visited the customer facility after the event to perform the device inspection. No malfunction was found within v4 I lift or the sling. Following the customer¿s statement, they do not believe that arjo devices have contributed to the reported detachment as it was determined that the one of the loops was not correctly placed in the spreader bar attachment hook. Passive clip sling instructions for use guides through transferring procedure and informs the user how to attach the sling properly. ¿to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿make sure that the spring loaded latch closes completely with the loop inside.¿ to sum up, the v4 I ceiling lift in combination with loop sling was used as a system for transferring the resident and thus it played a role in the reported event. There was no malfunction found with the lift nor the sling that could have contributed to the incident, however the sling loop detached during use and from that perspective system failed its performance specification. The complaint was decided to be reportable to competent authorities due to the loop detachment.

Manufacturer narrative:
After the incident arjo representative visited the customer to provide an interview and a device inspection. The lift and the sling were in overall good condition. Additional information will be provided in a follow-up report upon the investigation conclusion.

Event description:
Arjo was notified about an incident involving v4 I ceiling lift and passing loop sling. Following information provided, at the initial phase of patient's transfer from a wheelchair to a bed, one of the loops detached from a spreader bar attachment point (hook). At the time of the reported detachment, the patient was about 4 inches above the chair. As the consequence of the incident, physiotherapist, who was assisting during transfer, was hit by a swaying spreader bar and sustained cut and bruise on a forehead. No medical intervention was required. The patient was safely put back into a wheelchair - no fall or injury was reported.

Manufacturer narrative:
It was reported to arjo representative that there was an incident involving v4 I ceiling lift and passive loop sling. Biomedical engineering supervisor stated that during transfer from a wheelchair to a bed, at the very initial phase of transfer, one of the loops detached from a spreader bar attachment point. As the consequence of the detachment the physiotherapist, who assisted during transfer, was hit by a swing spreader bar and sustained a cut and bruise on a forehead. No patient¿s injuries were reported. The patient was safely put back in the wheelchair. Arjo representative visited the customer facility after the event to perform the device inspection. No malfunction was found within v4 I lift or the sling. Following the customer¿s statement, they do not believe that arjo devices have contributed to the reported detachment as it was determined that the one of the loops was not correctly placed in the spreader bar attachment hook. Passive clip sling instructions for use guides through transferring procedure and informs the user how to attach the sling properly. ¿to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿make sure that the spring loaded latch closes completely with the loop inside.¿ to sum up, the v4 I ceiling lift in combination with loop sling was used as a system for transferring the resident and thus it played a role in the reported event. There was no malfunction found with the lift nor the sling that could have contributed to the incident, however the sling loop detached during use and from that perspective system failed its performance specification. The complaint was decided to be reportable to competent authorities due to the loop detachment.